Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement of 2015 ohms, which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration. The rv pace impedance measurement in the unipolar configuration was noted to be 386 ohms, which is within normal specification limits, and noise was also observed in this configuration following the lss. The rv pace impedance trend was indicated to show measurements in the 1800 ohm to 1900 ohm range over the last year, which are high but within normal specification limits, with a threshold of 2.7 volts. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) to bring the patient into the clinic to test the sensing of the rv lead in the bipolar configuration to make sure there is no noise observed that may indicate a lead fracture. Ts discussed if thresholds in the unipolar configuration are appropriate, then it is recommended to leave the lead in the unipolar pacing configuration and change the lead programming to the bipolar sensing configuration if no noise is observed. The lead remains in-service. No patient symptoms or adverse patient effects were reported.